Event description:
An operator noticed that an instrument was stuck on a basket while the door was closing on the clean side of a reliance 444 washer. The operator pushed the basket into the washer to free it from the door. Once the basket was inside the washer, the washer door fell on the operator's hand. The operator went to the facility emergency room and received four stitches to the palm of the hand.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: this event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via e-mail) for the device, operative report, and additional information; however, no additional information was provided, and no device was returned for evaluation.

Event description:
It was reported that the patient has expired. The date of patient's death and implant duration are unknown. It is also unknown if the death was device related. No further details were provided.